Manufacturer narrative:
As reported, the proximal opening (hub of the catheter) of the 6f 100 cm vista brite tip judkins right 4 (jr4) guiding catheter was broken and oozing saline during prep prior to insertion into the patient. The device was not used in the patient and the percutaneous coronary intervention (pci) was completed with another vista brite tip. There was no reported patient injury. The device was not torqued or "steered" by the hub. The product was stored, handled, and prepped according to the instructions for use (IFU). There was no difficulty removing the device from the sterile packaging or prepping the device. Neither the product nor any of the other devices used with it had been re-sterilized. A non-sterile ¿6f .070 jr 4 100cm¿ unit was received inside of a clear plastic bag. The received unit was removed from the packaging to proceed with the product evaluation. The device was inspected and multiple kinks and compressed conditions were observed at 20, 57, 60, 65, and 83 cm from the proximal end. Inner diameter (ID) and outer diameter (od) measurements were taken near the damages and were found within specification. Functional analysis was performed by using a cordis lab syringe to flush the unit and a cracked condition, which promoted leakage was observed on the hub. Microscopic analysis was performed to evaluate the cracked condition and it presented evidence of plastic deformation, fatigue striation patterns and crack lines on the separation walls. The mentioned characteristics are normally attribute to excessive tensile strength applied to a material. The complaint reported by the customer as ¿luer hub, leakage¿ & ¿luer hub, cracked¿ were confirmed due to the conditions observed on the device as received. The exact cause of the observed damages could not be conclusively determined during the analysis. It is assumed that the hub material was induced to a tensile force that exceeded the hub material yield strength prior to cracking. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not use open or damaged packages. Inspect the guiding catheter before use to verify that its size, shape, and condition are suitable for the specific procedure. Inspect the guiding catheter upon removal from packaging to verify that it is undamaged. Warning: do not use a guiding catheter that has been damaged in any way. If damage is detected, replace with an undamaged guiding catheter.¿ based on the available information and product analysis, the cause of the luer hub crack could not be determined; however, it could be related to the manufacturing process of the unit. Therefore, an investigation has been initiated to further review the potential causes. No further action will be taken at this time.

Manufacturer narrative:
The device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the proximal opening (hub of the catheter) of the 6f 100 cm vista brite tip judkins right 4 (jr4) guiding catheter was broken and oozing saline during prep prior to insertion into the patient. The device was not used in the patient and the percutaneous coronary intervention (pci) was completed with another vista brite tip. There was no reported patient injury. The device was not torqued or "steered" by the hub. The product was stored, handled, and prepped according to the instructions for use (IFU). There was no difficulty removing the device from the sterile packaging or prepping the device. Neither the product nor any of the other devices used with it had been re-sterilized. The device is expected to be returned for evaluation.